Manufacturer narrative:
Correction: device available for eval changed, returned to manufacturer on updated, device return to manuf changed, device eval by manufacturer changed, if other specify changed, report source and report source other changed, initial reporter occupation changed. Additional information: imdrf annex a, b, c,d, and g grid, manufacturer narrative(chr and DHR statements). Omit:a0401 - break (1069), b17 - device not returned, c20 - no findings available,d15 - cause not established. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Not applicable. Device evaluated by bd.

Event description:
It was reported that the device pressure sensor was replaced. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device pressure sensor was replaced. There was no patient involvement.